Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported experiencing elevated blood glucose levels over 400 mg/dl since (B)(6) 2014. Patient stated he took correction via pump after changing accessories; no success. Patient reported he went to the doctor today; insulin injection with pen was given from the diabetes specialist. Patient stated his blood glucose level is better/okay. Patient reported he and his doctor think the pump delivers too low insulin. No adverse event reported. Requested return of the alleged pump for evaluation.